Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: testing was unable to investigate as there is no data in pump histories from time of reported issue due to continued use. Black box shows multiple instances of time and date resetting to default following a por including a por at 1:00pm (B)(6) 2013; the time was then manually set to 1:08pm (B)(6) 2013. Manual time change observed from (B)(6) 2013 6:30am to (B)(6) 2013 5:30am. Dates in total daily dose are incongruent changing from (B)(6) 2013, from (B)(6) 2013 and from (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the time and date on his pump were incorrect, reading (B)(6) 2012. The patient was assisted in correcting date to (B)(6) 2013, but was unable to complete troubleshooting. There is no reported adverse event related to this issue. This complaint is being reported due to the allegation that the pump is not keeping the correct time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.